Manufacturer narrative:
Changes made from the initial report: updated the UDI number in section d4. Per investigation by the manufacturing site: during the investigation, the cable was found without any defect. Therefore, the cable is rated at not causative for the reported incident and will not be further investigated. This event is filed under internal complaint ID: (B)(4). A 27050e working element was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). A 27050e working element was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID (B)(4).

Event description:
It was reported that during a transurethral resection of bladder tumor procedure on (B)(6)2024, something caused a spark when using the monopolar cable and working element. There was no patient nor user harm reported, and they were able to complete the procedure using a back-up device, this caused a delay of about 15 minutes.